Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge jumped from 40% to 55% after being connected to a power source. The battery gauge later dropped back to 40% then down to 3% while disconnected from the power source. The customer's blood glucose was 180 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.